Event description:
It was reported that the customer experienced a blood glucose (bg) level of 376 mg/dl. Bg level was addressed with a correction bolus via the pump. A system check was performed, and it was found that the customer was using the cartridge longer than approved. Tandem technical support (tts) informed the customer that using cartridge for longer than approved is off label per the tandem user guide. Additionally, the cartridge was leaking from the cartridge tubing. The customer¿s family member brought them to the emergency room where they were subsequently hospitalized. Bg was treated intravenously with fluids of saline. Reportedly, the customer had not been released and declined follow up to obtain the release date. However, the issue was resolved and with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.